Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulation stopped this morning ((B)(6) 2017). The patient did not have their programmer to check the status of the device. It was reported that the stimulation/buzzing stopped on its own. The patient stated that the last time they charged their battery was two weeks ago. Patient services reviewed information on overdischarges. The patient was redirected to follow-up with their healthcare provider. The patient indicated that they did not have a current managing physician and a list of physicians were sent out to them. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported the cause of the stimulation/buzzing stopping on its own was not determined. The patient reported they replaced the item and issue was resolved. No further complications were reported/anticipated. Additional information was received from the patient. The patient clarified that the charger was dead and did not work at all. They changed the recharger and everything was resolved and the patient did not have any further issues. The patient¿s weight was unknown. No further complications were reported/anticipated. See related rpl event (B)(4) - recharger/desktop charger.